Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A repeated case of damage of the liner in the surgery room was identified. The inner part of the box and the liner were taken from the surgery room, external part was utilized. Damage to the liner is described in the letter of claim - "damage in the form of chips and cracks". The liner was damaged during the primary hip arthroplasty - during the insertion of the liner according to the surgical technique (according to the surgeon). This caused a delay in the operation for the time of delivery of the second insert to the operating room (about 20-30 minutes). This did not entail any adverse consequences for the patient's health. The inner box of the implant is a disposable sterile package in which the insert is packed and on which 6 self-adhesive stickers are glued.